Event description:
Customer called in reference to a pod stating that he was unsure if the pod was delivering insulin. His bg rose from 152 bg to 483 over 17 hours despite correction boluses. He then deactivated and replaced the pod. Customer stated that when filling the pod, he hear a loud clicking sound. Advised customer not to use those pods moving forward. There were no further problems reported.

Manufacturer narrative:
The evaluation indicates that a retainer allowed a component to move resulting in damage in damage which prevented the plunger from advancing. The user would have been aware of a problem during the fill process. There is resistance felt in filling the pod with insulin and a distinct "crackling" noise resulting from stripping the threads of the component when over-pressurised. The omnipod user guide states: "warning: never use a pod if, during fill, you detect any crackling noise or resistance while depressing the plunger of the fill syringe. Using a pod with these conditions could result in under-delivery of insulin." The user is also instructed in the user guide to frequently monitor their bg levels. By following these recommendations, the user would become aware of high bg levels and could use another device or backup therapy if required.